Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No motor error alarm. The motor passed the motor test. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed motor error as soon as the insulin started running out. The customer's blood glucose was 173 mg/dl. The customer was giving themselves a bolus and saw that the insulin level in the reservoir was low. The customer does not use the sensor feature. The customer stated that they are unable to rewind the insulin pump. The discontinuation of the device was advised. Nothing further was reported.